Event description:
Customer's mother reported air bubbles in the tubing approximately the size of champagne bubbles. The blood glucose reading was 147 mg/dl. She stated that the insulin pump had not been rewound with the reservoir in place. She was advised to prime out the air bubbles and adjust the cannula length in the insulin pump settings. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.